Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were damaged, distorted & lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified circumflex artery. Post deployment of an unspecified stent, the 2.25x32mm promus premier drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician removed the device from the patient to perform more predilatations, however, it was noted that the stent struts were damaged at the proximal end of the stent. The procedure was completed with another 2.25 x 32 promus premier stent. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified circumflex artery. Post deployment of an unspecified stent, the 2.25x32mm promus premier¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician removed the device from the patient to perform more predilatations, however, it was noted that the stent struts were damaged at the proximal end of the stent. The procedure was completed with another 2.25 x 32 promus premier stent. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device is a combination product. (B)(4).